Event description:
It was reported that during insertion into the left ulnar artery, they had difficulty advancing the catheter. They thought the tip may have broken off in the patient, but when radiology assessed the patient, they found no foreign body was retained. As a result, the catheter and spring wire guide (swg) were removed from the patient. Additional information received on 5/13/2010, from the hospital stated the catheter tip appeared "kind of funny looking" when removed from the patient, and, therefore, a full body scan was performed, but showed nothing was retained. Another catheter was placed successfully for the patient. Treatment was delayed approximately 30 minutes, but was a non-emergent situation. There were no patient complications reported. Patient is still in the hospital and is doing fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.